Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient¿s cgm was reading high and then suddenly dropped to a reading of low. The patient was wearing an omnipod insulin pump. No patient symptoms were reported. The patient self-treated with glucose tablets. At an unspecified time later, the patient went to the emergency room (ER). At the ER, the patient¿s bg level was 970 mg/dl. No cgm comparison value was noted at this time. The patient was hospitalized for 9 days and did not specify what medication or treatment he received during his hospitalization. An attempt to reach the patient back for further event clarification was unsuccessful as the patient refused to provide dexcom with any further event information. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.